Manufacturer narrative:
The reagent lot number is 920242. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 53.8 g/l. The repeat result was 74.1 g/l. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer (fse) found that the cell blank nozzle was dripping, found a damaged tube at the cuvette washing station and replaced it, and readjusted the cell blank values. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.